Manufacturer narrative:
Concomitant products: 507652, lead; 693565, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient had suspected heart rates in the 30s, which was pacing below the lower rate of the implantable cardioverter defibrillator (ICD) device. The device remains in us. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.